Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a hole was observed in the pouch inside the cassette, resulting in leaking medication. The leak was identified during the compounding process and did not reach the patient. No harm was reported.